Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device interrogation, the pulse generator exhibited undersensing of atrial fibrillation. The device was reprogrammed and the patient was stable. No additional information was reported.